Manufacturer narrative:
This report is for an unknown screws: 2.7 mm va locking/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the unk - screws: 2.7 mm va locking was is broken. Broken fragment was not returned, only the head portion was returned. No other issues were found. A dimensional inspection was unable to be performed for the unk - screws: 2.7 mm va locking due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the unk - screws: 2.7 mm va locking would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent hardware removal due to pain. The olecranon plate and screws were removed. During the removal procedure the locking screws broke. This report involves one (1) unknown screws: 2.7 mm va locking. This is report 2 of 7 for (B)(4).